Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing automatic shutdown when charging into the half. There was no reported patient involvement.